Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ alert during a supply change and repeatedly prevented rewind and cartridge/tubing changes, with a dry run also failing, consistent with a device malfunction characterized as a complete blockage involving the tube. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed a communications-related problem identified during troubleshooting alongside a device problem of complete blockage associated with the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.